Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the vibration option on their insulin pump was non-functional. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the vibration anomaly. The customer confirmed that vibrate mode on the pump was on. The customer had also recently installed a new battery. A self test was performed and the pump failed to vibrate. The customer was advised to discontinue use of the pump and revert to their medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with no vibrator alert due to broken black wire on the vibrator motor. The insulin pump was received with operating currents within specifications and passed a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No cosmetic damage noted.